Event description:
It was reported that, "patient's knee 'popped', came into surgeon's office. After an x-ray it was noted the tibial insert locking screw had broken. During surgery the broken screw was retrived and the broken piece was removed from the tibial baseplate. Another insert was implanted and torqued to the proper specs."